Manufacturer narrative:
H2: additional information ¿d4, h6¿. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the provided x-rays were reviewed, and they were consistent with the reported dislocation as the femoral head is outside of the acetabular shell and the locking ring appears to be disengaged from the liner. However, they do not aid in determining the definitive clinical root cause of the reported dislocation that led to the subsequent revision. The impact to the patient beyond the revision could not be determined since the patient¿s outcome is unknown. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery had been performed on an unknown date where a r3 const 58mm was implanted, the patient experienced a dislocation. This adverse event was solved by a revision surgery on (B)(6) 2025, in which patient was revised to an r3 58mmx36mm anteverted + 4 liner. Patient's current health status is unknown.